Event description:
In 2007 at 10:30am, the lay-user/patient contacted lifescan (lfs) alleging the one touch basic meter is reading inaccurately low. The complaint is classified based on the documentation of the customer care advocate (cca). The patient had been getting low readings on the lfs meter. On the day before, the patient obtained a reading of "16 mg/dl." The patient administered self-treatment by consuming food/drinks based on the low readings. After the reported issue began, the patient was admitted into the hospital, was treated with food and/or beverage, and obtained a reading of "500 mg/dl" on an ER/hospital meter. The time difference between the two readings was more than 20 minutes. It's not known what the exact time difference between the two readings is (it could be between 21 minutes to approximately 1-2 days). The patient was unable to provided information in regards to any symptoms that may have related to the reported issue. During the troubleshooting session, the cca verified that the patient was using the correct testing technique, and the meter was set to the correct unit of measurement (mg/dl). This complaint is being reported because the patient reported obtaining low readings and then being was admitted into the hospital for unspecified reasons, where the patient obtained a reading of "500 mg/dl" on an ER/hospital meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.